Event description:
Reportedly, staff went to evaluate pt because the infusor was alarming. During eval of IV site, it was noticed that the IV was infusing at a rapid rate despite the fact that the equipment was on hold. The customer reported an overinfusion of 30 to 50cc of heparin drip solution during approx a 15 minute period. The heparin drip concentration was 250cc d5w with 25000 unit heparin.